Event description:
Caller alleged discrepant inratio inr results in comparison to the laboratory inr results. Results as follows: date: (B)(6) 2013, inratio inr: 1.4, laboratory inr: 5.5, time between testing: greater than 3 hrs side by side. Date: (B)(6) 2013, inratio inr: 1.5, laboratory inr: 3.3, time between testing: greater than 3 hrs side by side. Reportedly, the meter was not in the correct mode when the finger stick was performed. Therapeutic range 2.0-3.0 for pt. On (B)(6) 2013, the pt went to the emergency room for a venipuncture. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.